Event description:
It was reported by service report that both head siderails would not latch on the bed. It is unk if there was pt involvement, however no adverse consequences are reported.

Manufacturer narrative:
Result: timing link.